Manufacturer narrative:
Alleged failure: we have a false contact on the coagulation for ref 0279-401-200 probe serfas energy. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an electrical short internal to the ceramic, the probe's poor/bad button contact, & open circuit possibly due to lose electrical connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.